Event description:
It was reported that this pacemaker had two signal artifact monitor (sam) episodes stored inappropriately due to electromagnetic interference (emi). This resulted in the minute ventilation (mv) feature being programmed off automatically. It was noted there was a low out of range impedance measurement of less than 200 ohms displayed in right ventricular (rv) ring to can configuration. Technical services (ts) was consulted for further review of the stored sam episodes. Upon further review, oversensing of noise signals was exhibited on both the non-boston scientific right atrial (ra) and rv leads occurring at the same time and at a different frequency than the mv sensor signal. The representative is following up with the clinic. At this time, this device system remains in service. No adverse patient effects were reported.